Event description:
The user facility reported that an error message e99 displayed from the oer-3 and there were two gastroscopes (evis lucera elite gastrointestinal videoscope / evis lucera gastrointestinal videoscope) that were reprocessed in the machine with the error message cleared, and the acecide concentration disabled. The gastroscopes were subsequently used in an endoscopy. The user facility checks the acecide concentration twice a day, once in the morning and once in the afternoon. There was no problem found with the acecide concentration during the morning check. The reprocessing cycle was carried out three times in the morning, and during the third reprocessing cycle, the staff noticed an abnormality and reprocessed the endoscopes using another reprocessing machine and before being used for inspection. There was a possibility that the reprocessing was insufficient for the two endoscopes that was reprocessed in the second reprocessing machine. No patient harm reported. This complaint is related to patient identifiers (B)(6) (olympus endoscope reprocessor, oer-3) and (B)(6) (evis lucera elite gastrointestinal videoscope, gif-h290.).

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. Investigation is ongoing, and if new information becomes available later, this report will be supplemented accordingly.

Event description:
Additional information was received from the reporter. There has been no reported patient infection with either scope since the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the reporter.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified as the product was not returned to olympus. The event most likely occurred due to inappropriate or insufficient reprocessing procedures. The event can be detected/prevented by following the instructions for use which state: "when cleaning and disinfecting endoscopes, be sure to use an aceside checker or portable concentration checker to confirm that the disinfectant solution has an effective concentration. Be sure to replace the disinfectant solution before it loses its disinfecting effect.¿ olympus will continue to monitor field performance for this device.